Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. It was reported that the patient visited the hospital for the peritonitis event; however it was not reported if the patient was admitted. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (route, dose, frequency and duration not reported) and unspecified intravenous medications for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information was requested, but is not available at this time.